Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that their ins was overdischarged. It was reported that communication couldn't be established with the patient programmer or recharger. The patient reported not feeling stimulation at the time of the report. The patient reported that the last successful recharge was about a month prior to the report. The patient reported that he didn't use it often since it took about 3 hours to recharge to full. Additional information was received from the patient on (B)(6) 2017. The patient reported that at an appointment with a neurosurgeon and manufacturer's representative (rep) confirmed that the battery was dead. The patient reported that they were setting up an appointment to have it replaced. No further complications were reported.